Manufacturer narrative:
Updated b5, d8, d10, h11. Added h2, h3, h6, the device was returned to olympus for inspection. A root cause could not be identified. The event is detectable/preventable by handling the product in accordance with the following IFU. IFU: operation manual ¿4.7 connecting tube installation¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information received.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6) hospital.

Event description:
It was reported the endoscope reprocessor exhibited device reprocessing performed without the cleaning tube attached. There were no reports of patient involvement.